Event description:
It was reported that an error occurs even if the heating tube is set correctly. The event occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer's reported problem "tube connection was not recognized" was verified by functional testing. The reported issue was caused by the malfunction of the microswitch. The repair activity was installation adjustment of the micro switch. The device passed functional testing after the repairs. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.